Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with approximately 120 units of insulin. Additionally, the customer reported that on the first attempt, there was air at the top of the syringe, and insulin was leaking out of the side. The customer believed that they might not have screwed the needle onto the syringe properly. During the second attempt, the customer reported the syringe was pulled back to 150 units, and the customer might have been on the borderline of filling the syringe with the minimum amount of insulin. The customer was able to load a new cartridge successfully and resume insulin delivery. The customer's blood glucose level was 101 mg/dl.